Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the quality control for chloride was out of range. Upon the ccc's instructions, the customer checked the pump rate, the dilution correction factor, the "standard a" fluids, and the integrated multi-sensor technology (imt) flush. The customer replaced the sample probe cleaner bottle. The customer stated that the imt flush was hooked up to the "standard a" fluid line. The customer corrected the system by putting the standard fluids in the correct locations, and primed the "standard a" fluid. The customer reran the quality controls and patient samples, all of which were acceptable. The cause of the discordant, falsely elevated chloride result on six patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on six patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument, resulting lower than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.